Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal procedure, due to the device's factory transfer that time, the tip articulation hole got smaller. Stain got easily clogged, the surgeon had visually checked that the cause was current leakage from the site. When rapidvac was used together and it started about 30 minutes, stain got clogged at the articulation hole, it was blindly placed on dorsal tissue, it burned the tissue outside the tip electrode. It was first degree burn. Articulation was big before the improvement, and event like this had never occurred. The bowel was burnt white.